Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the caller with resetting the pump, which resolved the issue. The customer was informed to continue using the pump and to call back if any malfunction code recurred.